Manufacturer narrative:
Initial report ref. To natus complaint # (B)(4). Lot# of the affected item was not provided. Per (B)(4) rev 10 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.12 cause - stopcocks: broken, cracked/fractured luer fitting effect (harm) - delay in patient treatment, csf leakage and over drainage of csf residual risk medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out. The affected part to be returned to natus for evaluation.

Event description:
Nt821731c - the screw cap that screws on the evd drainage bag snapped off, therefore not allowing for the drainage bag to be attached.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 32 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Capa005781 was issued for the increase in complaint rates for the eds product line in q1-2025. Root cause/failure investigation: the customer returned one eds device for evaluation. The spin luer lock that connects to the collection bag broke off. The evaluation conclusion is as follows: the breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or may have cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. Another indication is that the component may have been exposed to an excess amount of aggressive cleaning agents when wiped which caused the component to become more brittle. It seems that the user tried to disconnect the spin luer with a tool instead of by hand. And that the user was aggressive with this device due to multiple areas having damage. Refer to the "warnings" section on page 3 of the IFU (sd208650001 rev da) for details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / spin luer lock breakage during use.

Event description:
Nt821731c - the screw cap that screws on the evd drainage bag snapped off, therefore not allowing for the drainage bag to be attached.